Manufacturer narrative:
The reported events of loose or intermittent connection and high defib impedance were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image, visual examinations of rv septum and setscrew inset, assessment of total projected longevity and electrical testing were performed, and no anomalies were noted. The device was found to have appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was connected to the implantable cardioverter-defibrillator (ICD) device and upon placing the ICD in the pocket, the ICD's impedance was high despite the lead was tested and x-ray performed confirmed the lead was in position. It was found that loosen ICD set screw had caused it. The ICD was not used, and a new ICD was implanted. The patient was discharged with no adverse consequences reported.